Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient lost a tooth and an align product may have contributed to the event.

Event description:
The patient reported the symptoms of swelling underneath the mandible, infection and extraction of tooth #18 (lower left second molar), and pain on the upper teeth (unspecified). The patient reported having visited a dentist who extracted the tooth due to the reported symptoms. It is unknown if medications were taken or prescribed, nor if laboratory tests were performed to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2020 and the patient is currently asymptomatic.